Manufacturer narrative:
H3, h6: part of the device, used in treatment, was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The distal anchor and distal plug were not returned. The proximal anchor was returned on the device with no visible defect. The insertion device has no visible defects. Bio debris is present. A functional evaluation showed the black (1) most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel/forks as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (an application of unintended inappropriate or excessive force to the device). Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, when inserting the healicoil knotless rg anchor into the lateral row of a rotator cuff repair, the tension was lost which caused the q-fix minitape suture limbs that were being used as a medial row anchor, to come loose. The eyelet of the anchor remained intact when the arms of the minitape were loaded through it prior to insertion into the bone, however, when the anchor was removed from the bone due to the lost tension, it was noted that the eyelet stayed sitting 20mm subcortical in the humeral head, and it was not possible to retrieve it, it stayed secured in the bone. The procedure was completed using a s+n back-up device in an additionally drilled bone hole. There was a delay of less than 30 minutes, and no further complications were reported.